Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the right ventricular lead exhibited oversensing and noise. The lead remains in use. The patient is enrolled in the system longevity study (sls). No patient complications have been reported as a result of this event.